Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. H6 component code: appropriate term/code not available (g07002) used to capture no findings available. E3: the initial reporter has been removed for confidentiality/privacy. The initial reporter is the patient. Additional event information received (B)(6) 2023: this writer spoke with the patient today via phone on (B)(4) 2023. Patient states his lawyer has his part/lot information and confirmed that he is seeking reimbursement. Patient confirmed that an amputation is planned for the future due to the ongoing affects of the infection that began while depuy synthes products were implanted. Patient was provided the name and phone number of the litigation paralegal. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient initiated complaint: it was reported that the patient had a knee replacement around 7 years ago now the patient decided to go with a depuy knee to show loyalty to the company patient work for. After about 4.5 years patient started gradually getting pain through out my leg over time this became more and more unbearable . Patient went to the va and they started looking into the issue after receiving a MRI they quickly realized that the implant had prematurely failed and patient would need a total knee replacement . Patient was then sent into the surgeon which requested a bone scan and at this point we realized there was a serious issue and my failed knee had led to a major infection in my bone . The va then stated I would most likely lose my leg and have to have surgery on other parts of my body to fix the damage done by the bone infection. Patient requested at this point to be referred to another surgeon for a second opinion and upon seeing this dr. He informed me that he would try to save my leg but he couldn't guarantee anything. Patient had a replacement ( zimmer since my depuy one failed ) which ended up being much larger than anticipated due to the damage caused to my bone from the infection but he saved the leg. Patient will still have to have surgery on my hip, lower back , and shoulder and possibly my knee again as it is swelling an incredible amount every night while at work and is very painful but it was explained to me that with the damage that had been done by the failed knee there was a high likelihood this surgery wouldn't work out but we wouldn't know if we didn't try and not trying guaranteed a amputation but if this continues creating such a low quality of life for me there will be no other option. Doi: unknown. Dor: unknown. Affected side: unknown knee.